Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the 54mm quickset acetabular grater broke during surgery. Update 21aug2017: the quickset grater broke into two pieces along the rim of the grater, and the tip broke off the cardan screwdriver.

Manufacturer narrative:
(B)(4). Investigation summary examination of the returned instrument confirmed the complaint. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Complaint description: it was reported that the 54mm quickset acetabular grater broke during surgery. Update (B)(6)2017: the quickset grater broke into two pieces along the rim of the grater, and the tip broke off the cardan screwdriver.